Event description:
It was reported that the pump touch screen had missing and stuck pixels that blocked graphics and text. Reportedly, the touchscreen also appeared to have what looked like "condensation" around the edges of the touch screen. There was no adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.